Event description:
It has been reported to co that during a ptca procedure, the physician was trying to reform the curve down in the cusp. The curve sprang open and punctured a hole in the myocardium of the pt. The pt went to surgery for repair and sometime after the surgery the pt expired. The device is not being returned for analysis it has been discarded.